Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt and that the customer experienced high blood glucose levels. The blood glucose reading was 450 mg/dl. The customer stated that the alarm was resolved by a complete infusion set change. The most recent blood glucose reading was 283 mg/dl. He requested to return the infusion set for analysis and had observed a bent infusion set cannula. Nothing further reported.